Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose value was 40 mg/dl. Customer treated with food for low blood glucose. Customer also had a stroke. Customer was using insulin pump within 48 hours of reported event. Device will not be returned for analysis.